Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be determined as no follow up can be conducted. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "rupture". The device remains implanted.